Event description:
Customer reported that she was trying to deliver an insulin bolus and the numbers on the screen of her insulin pump started ramping on their own and she could not stop it. Blood glucose level 206 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with minor scratches on lcd window and cracked reservoir tube lip. No numbers ramping noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.